Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature battery depletion was observed at follow-up. The battery voltage was manually updated after review of session records revealed a sudden voltage drop. No intervention or adverse consequences to the patient were reported. Patient will continue to be monitored.